Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted into the r-pda and one resolute onyx drug eluting stent was implanted into the rca. It was reported that the cec assessed that the patient suffered a non q wave mi (target vessel), 3rd udmi peri-pci in the r pda. Side branch occlusion was also reported. Safety assessed the event as possibly related to the device and not related to anti-platelet medication.

Manufacturer narrative:
Correction: one resolute onyx was implanted in the r-pda and one resolute onyx was implanted in the lad (not the rca). If information is provided in the future, a supplemental report will be issued.